Manufacturer narrative:
The reported curved ultra fast-fix assembly intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancement of the trigger during deployment of t1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair surgery, after the first anchor from the ultra fast fix was launched, the second anchor fell off. All implants were removed form the patient. A back-up device was available to complete the procedure without significant surgical delay. No patient impact was mentioned.